Manufacturer narrative:
Fdc code added at investigation completion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A sentrant sheath was used as a conduit for an endurant device during evar for a ruptured 70mm abdominal aortic aneruysm. It was reported the patient had a short neck. It was reported during the index procedure the endurant limb became stuck in the sheath during withdrawal. The femoral artery had to be surgically exposed and the sheath had to be ¿cut away¿ from the limb to be removed. The sheath was replaced with a new 16 fr sentrant sheath and procedure was completed. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.